Event description:
The consumer reported they had experienced a loss/change of therapy. The therapy was off. It was reviewed for the patient to turn the therapy on. A fall was reported to have been related to the issue. The patient had a really hard fall about 2 weeks prior ((B)(6) 2016) and it was indicated the patient was urinating a lot a week or two ago. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.